Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of an issue with the "lithium battery ". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Correction: upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury.